Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump failed occlusion testing. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A device history record (DHR) review was not applicable or relevant because the device was not an out of box failure and the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device., corrected data: d5 operator of device, e4 initial reporter sent report to FDA, h6 patient code and h10 evaluation.